Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
The log files showed 2 low flow events on (B)(6) 2022 following a controller exchange on (B)(6) 2022.

Manufacturer narrative:
Manufacturer's investigation conclusion: log files were submitted for evaluation. It was noted a log file was retrieved from system controller (serial # (B)(6)), which appears to be the initial system controller. The log file captured low flow alarm events relating to the flow estimation value reaching below the low limit threshold (2.5 lpm). The system operated within the patient stored value (6,500 rpm) and low speed value (adjusted 5,800 to 6,000 rpm) for all events. It was noted a log file was retrieved from system controller (serial # (B)(6)), which appears to be the second system controller. The log file captured the driveline was connected to the system controller on april 8 indicating a system controller exchange was performed. Low flow alarm was not active when the flow estimation value reached below 2.5 lpm indicating the low limit threshold was adjusted. Additional information communicated on 08apr2022 indicated there was a request for low flow software install on the patient¿s system controllers. System controllers (serial # (B)(6) and (B)(6) will be installed with the software to adjust the low limit threshold to 2.0 lpm. The data captured in the log file is consistent with the additional information. Additional information communicated on 21par2022 indicated a request for low flow limit to be adjusted to 2.5 lpm on the system controllers. The information indicated an exchange of the system controller was required to adjust the setting. Attempt was made to obtain additional information from the customer regarding the return status; however, no additional information was provided. All available information for conducting this investigation was collected and no additional follow-up attempts will be performed. To date, the system controllers associated with the event was unavailable for an evaluation. The complaint file will close accordingly and will be reopened if additional pertinent information is received.¿ device history record indicated the device was manufactured in accordance to mfg and qa specifications. System controller (serial # (B)(6)) was shipped to the customer on 11mar2019. It was noted the system controller was shipped with 1.5.0 software version. Heartmate 3 patient handbook rev c, cautions the users to ¿call your hospital contact if you think that, for any reason, any portion of your equipment is not functioning as usual, is broken, or you are uncomfortable with the operation of the equipment. Your hospital contact can check the equipment and order replacements, if needed. Do not try to repair anything yourself.¿ under section 5 ¿alarms and troubleshooting¿ describes all alarms (visual and audible) and what action should be performed when they do occur. This includes low flow alarm indicating flow is less than 2.5 lpm. Low flow alarm 1. Ensure that the driveline is connected to system controller. 2. Ensure that a power source is connected to system controller. 3. Clinically evaluate patient. Under section 2, under ¿the system controller self test¿, the system controller self test is loud and bright. All of the lights, symbols, and sounds come on and ¿self test¿ appears on the screen. Under ¿replace the running system controller with a backup controller¿ details the exchange process. Also, caution users ¿do not attempt to change your system controller without having a trained, competent caregiver at your side to assist. Follow all alarm instructions, including calling the hospital.¿ no further information was provided. The manufacturer is closing the file on this event.